Event description:
It was reported that pacing pauses were noted. It was specifically noted that atp (anti-tachycardia pacing) was not on. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead. Implanted: (B)(6) 2013. (B)(4).